Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received no delivery alarm. The customer's blood glucose was unknown at the time of incident. Troubleshooting was done for no delivery alarm. The customer stated that the insulin did exit and the no delivery alarm did not recur. The customer mentioned that they were hospitalized. The reservoir will not be returned for analysis.

Manufacturer narrative:
After further review of the complaint, it was determined sections b1, b2 and h1 were filled out incorrectly in the initial complaint. The customer did express the device had malfunctioned but did not contribute to a reportable serious injury; the customer state that she was in the hospital however it was not due to the insulin pump. The customers blood glucose at time of incident: 255 mg/dl.